Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information on a patient verification form that was sent to the patient that this lead is no longer in service. The patient stated that this lead broke and was removed from service 5 years ago. It is unknown if the lead was explanted or abandoned. To date, there have been no additional adverse patient effects reported.